Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during laparoscopic nephrectomy, while the surgeon was transecting the vessel, the device cut but did not staple. The scrub tech gave the surgeon an already fired reload. It was then placed on the tissue and fired again. The safety interlock did not kick in. There were also tissue loss and damage. The surgeon needed to occlude the bleeding with the use of cautery to resolve the issue.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.